Event description:
The facility reports the carer was transferring the resident out of the bath after making sure the safety catch was properly positioned. Just before the resident touched the floor with the feet the chair detached, causing both the resident and the chair to fall to the floor. The resident complained of back pain.

Event description:
The facility reports the carer was transferring the resident out of the bath after making sure the safety catch was properly positioned. Just before the resident touched the floor with her feet the chair detached, causing both the resident and the chair to fall to the floor. The resident complained of back pain.